Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
Its been reported the scope had a blurry image with a black halfmoon to the left there is no information that the event caused a harm or serious injury to patient, user or third.